Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 16 x 3.50 promus premier¿ stent was advanced to treat the lesion. However, during the procedure, resistance was encountered while advancing the device towards the lesion. The device was removed from the patient and the stent body was noted to be lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.